Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a little problem with her supplies. The customer changed her set and stated that two of the infusion sets did not work right. Customer could not get it into her pump and the reservoir would not go into the pump. Customer stated that she had an issue with the previous reservoir leaking when she tried to fill it. Customer stated that the infusion set had to be changed twice due to them not fitting into the pump. Customer's blood glucose was 144 mg/dl at the time of the incident. Customer felt insulin on her hand when she tried to fill the reservoir. Customer was unsure where the insulin is leaking from. Customer reported that the cap appears to be bigger. Customer confirmed that the plunger had been removed and the issue was not the pump had not been rewound where the piston might have been preventing insertion into the pump.

Manufacturer narrative:
Reliability analysis evaluated three open/used reservoirs. Inspected reservoir's o-rings and stopper groove for anomalies and none were found. Ran basal, bolus leaking tests and no leaks were noted. Also, inspected reservoirs snap-cap width dimension and two of three reservoirs did not connect properly. The reservoirs snap-cap was too loose to connect, lock and release properly. The remaining reservoir passed, connects and release properly.